Event description:
Information was received that a smiths medical catheter and sear are too flexible when considering children. It can obstruct th passage of IV infusion. No patient injury as a result.